Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable clamp tubing" with continuous beep and blank screen. No patient injury reported.